Manufacturer narrative:
Additional information received on 25 july 2016 and includes: x-rays will not become available. Further details received on 26 july 2016: the antibiotic spacer was placed in for preventative purposes. The cup, liner and screws were the only medacta product removed. Batch review performed on 02 august 2016: lot 133726: (B)(4) items manufactured and released on 31 march 2014. Expiration date: 2019-01-31. No anomalies found related to the issue. To date (B)(4) items of the same lot have been already sold without any similar reported event. Mpact flat pe hc liner ø36/f code 01.32.3648hct lot. 140553 (k103721): (B)(4) items manufactured and released on 10 april 2014. Expiration date: 2019-02-28. No anomalies found related to the issue. To date (B)(4) items of the same lot have been already sold without any similar reported event. Mpact cancellous bone screw, flat head ø 6,5 l 45 code 01.32.6545 lot. 115668 (k103721): (B)(4) items manufactured and released on 03 may 2012. Expiration date: 2017-03-31. No anomalies found related to the issue. To date (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. There was no infection. The surgeon noticed a hole near the incision site. The surgeon revised all the implants and placed in an antibiotic spacer. The surgeon made a skin flap to close the hole. The surgery was completed successfully. Explants are not available due to hospital policy. X-rays may become available.

Manufacturer narrative:
Additional information received on 20 december 2016 and includes: the surgeon removed the antibiotic spacer and implanted new products on (B)(6) 2016. On 23 december 2016 the medical affairs director evaluated the x-ray images received from the reporter and commented as follows: everything suggests an infection and there is no reason to suspect of defective devices.